Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch and a damaged door roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was power on self-tested and the alarm log was reviewed. During visual inspection damage was noted to the door and latch roller. The cause of the damage was due to natural wear and tear. To correct the condition, both the door and latch roller were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.